Manufacturer narrative:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) had a failure with the sealant in which the patient continued to bleed post deployment. There was no reported patient injury. The product was stored as per labeling and opened in sterile field. The device was prepped according to the IFU. The procedure used an interventional peripheral approach. The deployer¿s mynx training status was trained. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type used was the arterial. Hemostasis was achieved by manual compression. The device was not returned for analysis. A product history record (phr) review of lot f1834101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) had a failure with the sealant in which the patient continued to bleed post deployment. Hemostasis was achieved by manual compression. There was no reported patient injury. The product was stored as per labeling and opened in sterile field. The device was prepped according to the IFU. The procedure used an interventional peripheral approach. The deployer¿s mynx training status was trained. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type used was the arterial. The device will not be returned for evaluation as it was discarded in the hospital.